Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) was implanted with an ipg on (B)(6) 2010. It was reported that the pt was receiving intermittent stimulation. The ipg was said to be functioning sporadically. The device was explanted on (B)(6) 2010 and returned to the MFR for analysis. The pt was not implanted with a replacement ipg.